Event description:
Litigation papers allege: the patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: the patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. Doi: (B)(6) 2007 left hip. Dor: none reported. Patient residence: (B)(6). Update: on 12/14/2011 plaintiff fact sheet received. No new information was received that would change the outcome of the investigation. Update 26 aug 2014 - additional taper sleeve, patient details, hospital, sales rep details, revision date, additional reasons for revision (pain and pseudo tumor.) Update rec'd 11/11/2014- medical records received. Upon revision, massive erosion of the pelvic bone and osteolysis were noted. The stem and sleeve are now being reported for elevated metal ion levels. This complaint was updated on 12/10/2014.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - litigation papers allege: the patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. (B)(4). Update: on (B)(6) 2011 plaintiff fact sheet received. No new information was received that would change the outcome of the investigation. Update 26 aug 2014 - additional taper sleeve, patient details, hospital, sales rep details, revision date, additional reasons for revision (pain and pseudotumor).